Event description:
Customer responded to safety notification letter regarding the vents in the tubing. The current blood glucose reading is 305 mg/dl. Customer has treated with the insulin pump. Customer has been having high and low blood glucose readings. Customer stated that the paramedics were called to treat a low blood glucose reading of 22 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.